Event description:
It was reported that the patient's trained dog is alerting her 2-3 times per day about an impending seizure and then the patient becomes nervous and swipes the magnet. The patient reported that until the vns battery was low, this did not happen. The patient was referred for vns replacement. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
UDI correction - inadvertently provided the incorrect UDI for the suspect product in initial report.

Event description:
The explanted generator was received by the manufacturer and an analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the product analysis (pa) lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's vns generator was replaced. The explanted generator has not been received by the manufacturer to date. No additional or relevant information has been received to date.